Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that aim-arm lat f/multiloc phn was observed with normal wear due to use. However this condition should not affect the abilitity to assemble or dissasemble the mating devices. A dimensional inspection for the aim-arm lat f/multiloc phn was not performed as it is not applicable to the complaint condition. An interactional test was performed with the mating devices (drill, trocar and protection sleeve) received in this complaint and no misaligment was observed, the devices were able to pass throught the holes and they remain stable. The complaint condition was not able to be replicated. The overall complaint was not confirmed as the observed condition of the aim-arm lat f/multiloc phn would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code:03.019.008, lot number : l041783, release to warehouse date :18 .aug. 2016, manufacturing site: werk hägendorf . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for proximal humerus fractures. During the procedure, one distal hole was drilled and confirmed by imaging to have passed through the nail hole. While drilling another hole, the drill bit interfered with the nail. Although recovery methods such as lightly tapping with a plastic hammer, creating a pilot hole with a k-wire, and manually fine-tuning the sleeve were attempted, the drill bit would not pass through the nail. As a result, no screw was inserted into that hole and fixation was performed with one distal locking screw. The procedure was completed successfully within a thirty (30) minute delay.